Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
While at the customer site, a philips employee noted that the device displayed a speaker malfunction / audio failed error message. The employee stated that the staff did not report this issue to him, rather it was an observation he made while a family member was a patient at the hospital. It is not clear if there was a loss of audio. The device was in use on a patient at the time of the complaint. There was no adverse outcome to the patient.

Manufacturer narrative:
Philips reached out to the customer biomedical engineering department for additional information regarding the reported issue and if an evaluation of the device was performed. No information was provided.